Manufacturer narrative:
This case was initially received via (B)(6) (reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 29-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain between the coccyx and sacrum, more pain in the back, certain positions sitting and lying ar no longer possible, at moments I can no longer walk and have to stop, more difficulty getting up from a position sitting or lying down") in a (B)(6) female patient who had essure (batch no. B86131(invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dry eye (contact lenses for dryness in right eye (for 25 years)) and parity 2. Concomitant products included general anesthetics on (B)(6) 2017 for medical device removal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced spinal pain ("unbearable pain in cervical spine, neck pain"), tinnitus ("tinnitus"), headache ("vice-like feeling in head like migraines that remains at the incipient stage") and ear pain ("ear pains"). In (B)(6) 2016, the patient experienced amenorrhoea ("no longer had periods"), premature menopause ("early menopause and only (B)(6)") with hot flush ("unbearable hot flushes (day and night)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), neuritis ("my physiotherapist thought it was inflammation of the pudendal nerve"), menstruation irregular ("irregular menstrual periods"), menorrhagia ("little by little periods became haemorrhagic (day and night), sometimes lasting for 15 days and 15 days apart"), cyst ("very painful cysts, so painful patient could not walk and sitting became difficult"), eye disorder ("weakness in eyes"), contact lens intolerance ("no longer tolerate contact lenses which she had for 25 years"), arthralgia ("more pain in the hips"), groin pain ("more pain in groin"), limb discomfort ("more heaviness in legs"), abdominal distension ("swollen abdomen, bloating"), memory impairment ("feeling of losing memory sometimes"), fatigue ("constant fatigue at work and at home, tired"), palpitations ("sometimes palpitations at night"), irritability ("became irritable"), mood altered ("became unpleasant") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2017, laparoscopic resection of both tubes under general anesthesia) and physical therapy (physiotherapist since (B)(6) 2015, 46 sessions, splints behind the canine teeth, acupuncture,osteopath). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, neuritis, menstruation irregular, menorrhagia, tinnitus, headache, ear pain, eye disorder, contact lens intolerance, arthralgia, groin pain, limb discomfort, abdominal distension, memory impairment, fatigue, palpitations, irritability, mood altered and depression outcome was unknown, the spinal pain had resolved and the amenorrhoea, premature menopause and hot flush had not resolved. The reporter considered abdominal distension, amenorrhoea, arthralgia, back pain, contact lens intolerance, cyst, depression, ear pain, eye disorder, fatigue, groin pain, headache, hot flush, irritability, limb discomfort, memory impairment, menorrhagia, menstruation irregular, mood altered, neuritis, palpitations, premature menopause, spinal pain and tinnitus to be related to essure. The reporter commented: for almost 3 years, I have been fighting with the medical corps to find the causes of my pain, which has increased from day to day, with no success. A few weeks ago, by chance, one of my acquaintances heard on the radio that the essure inserts were under scrutiny following reports from women who are having health problems. I immediately made the connection. My problems are certainly related to essure. I quickly consulted my gynaecologist, who listened to me, asked questions and took notes on my complaints, without confirming that everything was related. He proposed to remove the essure inserts. Since removal, I no longer have any neck pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: menopausal. Nuclear magnetic resonance imaging - in (B)(6) 2016: nothing found to explain my physical problems. Spinal x-ray - in (B)(6) 2016: nothing found to explain my physical problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30_may_2017 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 275 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality safety evaluation of ptc received on 29-may-2017 lot number b86131 is invalid. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc. Company causality comment no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain between the coccyx and sacrum, more pain in the back, certain positions sitting and lying ar no longer possible, at moments I can no longer walk and have to stop, more difficulty getting up from a position sitting or lying down") in a (B)(6) female patient who had essure (batch no. B86131) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dry eye (contact lenses for dryness in right eye (for 25 years)) and parity 2. Concomitant products included anesthetics and general on (B)(6) 2017 for medical device removal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced spinal pain ("unbearable pain in cervical spine, neck pain"), tinnitus ("tinnitus"), headache ("vice-like feeling in head like migraines that remains at the incipient stage") and ear pain ("ear pains"). In (B)(6) 2016, the patient experienced amenorrhoea ("no longer had periods"), premature menopause ("early menopause and only (B)(6)") with hot flush ("unbearable hot flushes (day and night)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), neuritis ("my physiotherapist thought it was inflammation of the pudendal nerve"), menstruation irregular ("irregular menstrual periods"), menorrhagia ("little by little periods became haemorrhagic (day and night), sometimes lasting for 15 days and 15 days apart"), cyst ("very painful cysts, so painful patient could not walk and sitting became difficult"), eye disorder ("weakness in eyes"), contact lens intolerance ("no longer tolerate contact lenses which she had for 25 years"), arthralgia ("more pain in the hips"), groin pain ("more pain in groin"), limb discomfort ("more heaviness in legs"), abdominal distension ("swollen abdomen, bloating"), memory impairment ("feeling of losing memory sometimes"), fatigue ("constant fatigue at work and at home, tired"), palpitations ("sometimes palpitations at night"), irritability ("became irritable"), mood altered ("became unpleasant") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2017, laparoscopic resection of both tubes under general anesthesia) and physical therapy (physiotherapist since (B)(6) 2015, 46 sessions, splints behind the canine teeth, acupuncture,osteopath). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, neuritis, menstruation irregular, menorrhagia, tinnitus, headache, ear pain, eye disorder, contact lens intolerance, arthralgia, groin pain, limb discomfort, abdominal distension, memory impairment, fatigue, palpitations, irritability, mood altered and depression outcome was unknown, the spinal pain had resolved and the amenorrhoea, premature menopause and hot flush had not resolved. The reporter considered abdominal distension, amenorrhoea, arthralgia, back pain, contact lens intolerance, cyst, depression, ear pain, eye disorder, fatigue, groin pain, headache, hot flush, irritability, limb discomfort, memory impairment, menorrhagia, menstruation irregular, mood altered, neuritis, palpitations, premature menopause, spinal pain and tinnitus to be related to essure. The reporter commented: for almost 3 years, I have been fighting with the medical corps to find the causes of my pain, which has increased from day to day, with no success. A few weeks ago, by chance, one of my acquaintances heard on the radio that the essure inserts were under scrutiny following reports from women who are having health problems. I immediately made the connection. My problems are certainly related to essure. I quickly consulted my gynaecologist, who listened to me, asked questions and took notes on my complaints, without confirming that everything was related. He proposed to remove the essure inserts. Since removal, I no longer have any neck pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: menopausal nuclear magnetic resonance imaging - in (B)(6) 2016: nothing found to explain my physical problems spinal x-ray - in (B)(6) 2016: nothing found to explain my physical problems. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain between the coccyx and sacrum, more pain in the back, certain positions sitting and lying was no longer possible, at moments she could no longer walk and have to stop, more difficulty getting up from a position sitting or lying down (seen as back pain). Consumer underwent a laparoscopic resection of both tubes under general anesthesia approximately 3 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and in event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.